Event description:
It was reported that blood control septum malfunctioned with a bd insyte¿ autoguard¿ bc shielded IV catheter during use. 4 occurrences were reported but the date/time and patient information were not given.

Manufacturer narrative:
Investigation summary: bd received five unused insyte autoguard blood control units from lot 8303521 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the any of the components. The actuator and septum were seated properly and no issues were found to the septum. A fluid leak test was performed and the units were determined to have been within manufacturing specifications. Since no defects were observed during the visual inspection and testing a definitive root cause could not be determined for this issue. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood control septum malfunctioned with a bd insyte¿ autoguard¿ bc shielded IV catheter during use. 4 occurrences were reported but the date/time and patient information were not given.